Event description:
Tip of avx catheter pulled off at end of case. Md thinks catheter window caught on sheath after last run. M.d. Also had trouble removing 8.0 pta balloon prior to last a.j. Run. Tip was snared and removed from pt.